Event description:
A corflo feeding tube malfunctioned when it was connected to a cortrak enteral access system machine. The green dot started in the middle, on the right of the screen instead of the top center. A waveform pattern was very irregular upon advancing the feeding tube. An attempt was made to restart the insertion procedure and to restart the cortrak machine; but there was no improvment in the situation. The effort was abandoned with this specific feeding tube. A new feeding tube was obtained. It was then connected to the same machine and there were no issues. The staff does not know how the incident occurred.